Manufacturer narrative:
Device manufacture date: august 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "blunt tip unable to insert" during implantation in left eye. Surgery was completed with backup xen® device. No eye injury noted.